Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedances of greater than 2,000 ohms. It was found that the impedances had been out of range for approximately six months. Patient isometrics were performed and the lead would not pace at 5 volts and 2 milliseconds (ms) during a patient arm raise, impedances of greater than 2,000 ohms were also noted on this test. The physician was considering options for the patient. No adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision was later performed and the lead was surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that an x-ray was performed which was noted to reveal that the "lead gets pinched" when the patient's arm was lifted above their shoulder and head. It was noted that the patient would have a consultation regarding epicardial lead replacement in the future. No adverse patient effects were reported.